Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during system start up to a posterior segment procedure the laser turned off. The control light turned on, but then turned off again. The laser was exchanged to complete the case. There was no patient involvement. Additional information was requested and received.

Manufacturer narrative:
The core module was received and a visual assessment of the returned sample showed no obvious nonconformities. The sample was installed into a calibrated system, where upon boot-up, system message (sm) - ¿laser controller detected a port hardware failure¿, which is unrelated to the reported event. The sample was disassembled and the sticky port selector assembly was cleaned with isopropyl alcohol. The sample was installed into the calibrated system again where it booted up successfully. No sm displayed and the laser was functioning as intended. The aiming beam and laser beam could be fired through both ports 1 and 2, and the laser did not turn itself off. The reported event could not be replicated. No problem was found with the sample relevant to the customer reported event; the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided. The system was examined and the reported event was not replicated. However, the core was replaced a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 9, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).